Event description:
It was reported that the patient's heart rate was up to 110 beats per minute on a hall-walk test. The device was reprogrammed and remains in use. No further patient complicaions have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.